Event description:
Customer's mother states her son's insulin pump was receiving a no delivery alarm, but customer was able to resolve with a complete set change. Customer's blood glucose was 400 mg/dl, which was treated. Customer does not wish to replace insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.